Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2017-02821. It was reported diagnostics indicated low impedance readings on 8 of 16 contacts. Surgical intervention may be taken at a later date.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2017-02821. Additional information received indicated surgical intervention was undertaken on (B)(6) 2018 and the ipg was explanted and replaced. Diagnostics indicated no impedance issues and the leads remain implanted. Postoperatively, the patient is reportedly receiving effective therapy.